Event description:
It was reported to boston scientific corporation that resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not successfully deploy. However, the nature of how the clip would not deploy successfully is unknown. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not successfully deploy. However, the nature of how the clip would not deploy successfully is unknown. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on july 09, 2015. According to the complainant, during the procedure, the clip was able to open and close but would not release from the catheter to deploy. When the clip was being removed, the clip detached inside the scope and lodge in the working channel.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deploy and was not returned with the device. There was a kink noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not successfully deploy. However, the nature of how the clip would not deploy successfully is unknown. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on july 09, 2015. According to the complainant, during the procedure, the clip was able to open and close but would not release from the catheter to deploy. When the clip was being removed, the clip detached inside the scope and lodge in the working channel.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of clip failed to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.